Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was loose, and the pump battery could not be charged. Reportedly, the contact attempted to physically hold usb cable to test charge, however pump still did not charge. There was no reported impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.